Event description:
It was reported that during an unknown procedure, the staples were not formed on the posterior wall side. Another competitive device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). What type of procedure was the device used in? ---total gastrectomy. How was it confirmed that the anvil was secured to the trocar? --- a click sound was heard. What confirmation was received indicating the device was fully fired (such as crunch, compressed until unable to fire further, etc.)? --- compressed until unable to fire further. Where within the green tissue compression/gap setting scale was the orange indicator set for firing? ---yes. Did the red safety remain engaged until firing? --- no information. Was the breakaway washer completely cut through? --- no information.